Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 16-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer who is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 80-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (in the living room). During the call a blood test was performed by the customer and produced test results of 153mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 12/17/2021 and open vial date is 12/03/2020. The meter memory was reviewed for previous test result history. (B)(6).